Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion surgery. Sometime post-op the patient underwent a removal surgery for unknown reasons. During the removal surgery it was found that the rod was broken. No additional patient complications were reported.